Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures, including cleaning and replacement of parts. However, the fsr was unable to determine a single definitive part as the likely cause. The architect c4000 processing module, serial number (B)(6) was considered the likely cause of the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. A review of the scorecard for clinical chemistry systems identified no similar issues related to the architect system or likely cause parts as described. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, sn (B)(6) was identified. All available patient information was included. Additional patient details are not available. Updated information in section g: office address 1,office city, office postal code, office country, contact office first and last name, contact office email, contact office phone number, contact office fax number.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one sample. The following results were provided: initial magnesium result was 3.1 mg/dl (reported), retest 1.4 mg/dl, repeated on secondary instrument 1.2 mg/dl (result corrected to 1.2 mg/dl) the customer believes the magnesium result of 1.2 mg/dl is correct. No impact to patient management was reported.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one sample. The following results were provided: initial magnesium result was 3.1 mg/dl (reported), retest 1.4 mg/dl, repeated on secondary instrument 1.2 mg/dl (result corrected to 1.2 mg/dl) the customer believes the magnesium result of 1.2 mg/dl is correct. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.